Event description:
It was reported that the pump battery would not charge despite attempts to use different wall outlets and a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. The pump successfully began charging after leaving the pump plugged into the power source.